Event description:
The customer reported that their newly purchased allied telesis switch crashed all access points and caused comm loss on all related patient monitoring devices. No harm or injury was reported. The issue was resolved when the customer replaced the switch.